Event description:
It was reported that bd vacutainer lithium heparinn 75 usp units blood collection tubes contained foreign matter and had erroneous results. No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Bd had not received samples, but photos were provided by the customer facility for investigation. The centrifugation conditions (as stated by the customer) were: 2680g for 5minutes. The IFU states for ref (B)(4) bd vacutainer lithium heparin 4.0ml the proper centrifugation conditions are: 1300g for 10 min. Also the specimen handling may have contributed to the wpm present in photographs, and subsequent sample issues contributing to ckmb variability. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for sample quality with the incident lot was not observed. The photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes contained foreign matter and had erroneous results. No serious injury or medical intervention reported.